Event description:
Allegedly, it was reported to onkos that a patient who was implanted with eleos devices, as well as a guardian device, was revised on (B)(6) 2025 due to dislocation of the poly spacer and tibial hinge component. The patient has experienced chronic dislocation; it was reported that the patient experiences soft tissue laxity.